Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing a sterility issue and missing a component before use. The following has been provided by the initial reporter: upon uncrating 1 pallet of 363080 (received on 20-dec-19) , 1 case at the bottom of the pallet was torn and 0.1 case inside was found damaged. Rdc has shipped by original from source pallet, this damaged reported after pallet break bulk.

Event description:
It has been reported that one bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing a sterility issue and missing a component before use. The following has been provided by the initial reporter: upon uncrating 1 pallet of 363080 (received on 20-dec-2019) , 1 case at the bottom of the pallet was torn and 0.1 case inside was found damaged. Rdc has shipped by original from source pallet, this damaged reported after pallet break bulk.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for case damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.